Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the front panel display was not working and no image was displayed, due to a faulty printed circuit board. Additionally, there was a rusty cable, scratched on the top cover and front panel, and corrosion on the rear panel; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse observed, after turning on the device, the display was stuck on ¿olympus not processing further¿ and seemed to be a boot issue. It was noted that the touch panel was not functioning. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a routine maintenance, when the technician turned on the visera elite ii video system center, the front panel was not working. There was no patient involvement in this event.